Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient dislocated total hip that according to surgeon he had originally replaced in 2000.

Manufacturer narrative:
An event regarding dislocation involving a 28mm std lfit v40 head was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient dislocated total hip that according to surgeon he had originally replaced in 2000.